Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 160 mg/dl. Alarm and possible causes were explained to the customer. Customer did not recall any significant event that may have caused the device to alarm. Customer stated she wasn't doing anything when the device alarmed and was unable to clear the alarm. Customer replaced the battery and the device alarmed again. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.